Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's therapy is turning on by itself. The implantable neurostimulator battery depleted many years ago, but lately starting in (B)(6) 2016, the patient has begun to feel stimulation running down his legs. The patient's orthopedic health care provider was recommending that they get the device removed. The patient was referred to their health care provider to discuss explant of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.